Manufacturer narrative:
Pump received with missing retainer, reservoir tube o-ring missing, scratched case, serial number label faded, case cracked behind the pump near the battery compartment, pillowing keypad overlay, keypad overlay texture damage, and minor scratched lcd window. The end cap address label was inspected and no damage or anomaly noted. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the end cap sticker on the pump detached. The customer's blood glucose reading was 1690 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details provided.